Event description:
The dentist reported that this abutment screw fractured while hand tightening.

Manufacturer narrative:
This abutment screw has not been returned. It was reportedly destroyed when drilled out by customer at removal. No conclusion can be drawn. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.